Manufacturer narrative:
Section a2: age/date of birth (months): ages are 54.15 ± 16.73. Section a3: sex/gender: (male: female): 69:105. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 18 aug 2025. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3-other (81): the device was not returned for analysis. The serial lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Citation: apivatthakakul a, tantraworasin a, kunavisarut p, pathanapitoon k (2025), comparative biocompatibility of hydrophilic vs. Hydrophobic intraocular lenses following phacoemulsification in patients with uveitis. Plos one 20(9): e0331586. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: comparative biocompatibility of hydrophilic vs. Hydrophobic intraocular lenses following phacoemulsification in patients with uveitis. A retrospective cohort study was done to evaluate and compare the biocompatibility of hydrophilic and hydrophobic intraocular lenses (iols) in patients with uveitis undergoing phacoemulsification, with particular focus on posterior capsule opacification (pco), postoperative inflammation, and visual outcomes. There were 174 eyes from patients with uveitis who underwent phacoemulsification with iol implantation were included in the study prior to propensity scores matching (psm), comprising 99 eyes in the hydrophilic iol group and 75 eyes in the hydrophobic iol group. After 1:1 psm, a total of 132 eyes (n= 66 eyes for the hydrophilic iol group and n=66 eyes in the hydrophobic iol group) remained for the matched analysis. The hydrophilic iol used was the bi-flex ab (medicontur medical engineering ltd., budapest, hungary), a single- piece, foldable, aspheric hydrophilic acrylic lens with a 25% water content and a 360° square edge design. The hydrophobic iol used was the sensar ar40e (johnson & johnson vision, santa ana, ca, USA), a three-piece, foldable, hydrophobic acrylic lens with optiedge¿ design, characterized by a posterior square edge, and pmma monofilament haptics. Complications included: posterior capsule opacification (pco) before matching (18.67%); pco after matching (19.70%) requiring yag laser capsulotomy (9.09%) in the hydrophobic iol group there were no further interventions reported. A copy of the article is provided with this report. Citation: apivatthakakul a, tantraworasin a, kunavisarut p, pathanapitoon k (2025), comparative biocompatibility of hydrophilic vs. Hydrophobic intraocular lenses following phacoemulsification in patients with uveitis. Plos one 20(9): e0331586.